Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level during the incident was 444 mg/dl. The customer's current blood glucose level was 420 mg/dl. The customer stated that they used the insulin pump to treat the high blood glucose. The customer was neither hospitalized nor was the emergency response service dispatched as a result of high blood glucose. Troubleshooting was performed on the insulin pump and it was noted that the bolus wizard settings were changed prior to the high blood glucose. The customer was advised to talk to their doctor about the insulin pump's settings. The device will not be returned for analysis.